Manufacturer narrative:
(B)(4). Pump received with high stop current due to c13 voltage leak on interface board. Pump passed displacement test, self test, a21 error test and off no power test pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted.

Event description:
Customer reported via phone call that insulin pump had low battery alarm, less than 1 week. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.